Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of partial displays from the insulin pump. The customer's blood glucose was 8.4 mmol/l. The customer stated that a line on the screen is missing. The customer stated that they were using (B)(6) aaa lithium battery. The customer was advised to insert an (B)(6) aaa alkaline battery. The customer stated that the display returned to normal. The customer was assisted with performing a self-test. The customer was advised to check for missing segments on the black screen. The customer stated that there was a missing segment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.